Event description:
It was reported that detachment occurred. The target lesion was located in a coronary artery. A 3.00mm x 15mm emerge? Balloon catheter was used as a trapping balloon inside the guide catheter to exchange a wire for a micro catheter out of the body. Upon removal of the balloon in a deflated state, it was noticed that the balloon was no longer on the balloon catheter. The guidewire, guide catheter, and boston scientific guidezilla extension catheter were pulled out together under fluoroscopy to verify that no foreign bodies were left in the patient. After it was inspected, the whole missing balloon was found inside the guide catheter. The procedure was completed without any patient complications reported. The patient was stable post-procedure.

Manufacturer narrative:
G4 - premarket: k163174.